Manufacturer narrative:
According to the practitioner the implants are lost (loss of osteointegration) after implants have been restored. The implants have been placed in 41 and 31 position on (B)(6) 2016 and removed on (B)(6) 2018. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees their conformities. The implants have been evaluated through a biological risk assessment which concludes that their toxicological profile are acceptable. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Two implants are lost (loss of osteointegration) after implants have been restored.